Event description:
Customer reported issues with pump display, including pixel malfunctions, black lines, and blots, which affected their ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.